Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device air/water channel. The customer's originally reported issue was confirmed. The following additional findings were also noted: bending section cover deteriorated and plastic distal end cover scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during a diagnostic examination of the upper gastrointestinal tract, there was a weak supply of water/intake when using their evis exera iii gastrointestinal videoscope. The procedure was completed with the same device with no other issues. The customer reportedly reprocessed the device before sending it back in for evaluation, and the reprocessing was reportedly done in accordance with the instruction for use of the device using an olympus oer (olympus elite reprocessor). Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device air/water channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.